Event description:
The caller alleges the bgstar meter is measuring her blood-glucose inconsistently between readings. Patient reported that she thinks the problem is with the strips from the distributor because a test was performed with them and with the owner strips. The results are below: distributor strip: 181 mg/dl; owner strip: 252 mg/dl; these values were also compared to a reference value of 90 mg/dl. It is unknown how this reference value was obtained. Due to the values shown by the bgstar, the patient's doctor increased the lantus dosage but she felt sick. A follow-up with the patient indicates the patient's doctor has since reduced her daily dose of lantus to 10 iu. The patient reports her blood-glucose is not yet controlled and that she has now started to use the accu-chek meter for blood-glucose measurements. The patient reports her blood glucose has been both high and low.

Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter DHR was referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the 70 mg/dl discrepant values between bgstar measurements could not be determined. More information has been requested on the reference value and how it was obtained. Environmental factors, medical conditions and testing practices could have contributed. An improper insulin schedule is suspected for the patient feeling sick after increasing the dose of insulin. The test strip comparison falls within zone b of the consensus error grid. Zone b represents altered clinical action, little to no effect on clinical outcome. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.